Event description:
It was reported that during device preparation there was difficulty removing the protective sheath. The physician was concerned that the resistance experienced while attempting to remove the sheath could impact the quality of the stent, so the device was set aside for return and was not used. There was no patient involvement or a clinically significant delay reported. Another xience v same sized, was used to successfully complete the case. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the protective sheath were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.